Manufacturer narrative:
Please disregard this report. There was no complaint stated against this device.

Event description:
Allegedly pt experienced pain and ambulatory difficulty; positive for elevated cocr levels. During the left hip revision, a large pseudotumor with brown cyst fluid was discovered; also calcar fracture.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01038, -01039, -01040.